Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarm, which was not reproduced during evaluation. The alarm was confirmed during a review of the device event history log and was found to be caused by cracks on the upstream sensor tail pins. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.